Manufacturer narrative:
Device evaluation in progress. Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump emitted alarm with error code 44510. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device it was found that error code of 44150 was confirmed and the fault was found to be the mp board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.